Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during the procedure, a zimmer dermatome was used for skin graft. An integra dermatome was placed on the zimmer dermatome handle and it fit without issue. When used on the patient, it caused a laceration. The labeling / warning not to use different manufacturer parts was unclear and not apparent to front line staff. The parts for the device from different manufacturers fit together without difficulty. The hospital staff had no visual cuing in the assembly or operation of the device that these parts should not be interchanged. This facility had reported other similar events. Patients had required additional medical intervention as a result of injury caused due to devices fitting together and being used. The staff were educated on this but it had not prevented the mixing of device MFR parts to assemble the device.

Manufacturer narrative:
The specific zimmer biomet dermatome product was not identified in the complaint. The complaint description defines that a dermatome blade from the integra medical company was used with a zimmer biomet dermatome. Though the zimmer biomet dermatome blade product number was referenced in the complaint it was not a zimmer biomet blade in this reported event. No product was returned for evaluation. The reported event did not define a fault with the product. The reported event is post production and pertains solely to user application. The reported event is that the instructions for use (IFU) was not clear and not apparent to the front line staff. As such the staff has reported several instances where they have used a dermatome blade from integra on a zimmer biomet dermatome hand piece causing medical intervention. The review of the IFU for the zimmer biomet dermatome blades, air dermatome and electric dermatome found that the instructions were specific and clear regarding the use of only zimmer biomet dermatome blades with either of the zimmer biomet dermatomes. Due to the nature of harvesting skin grafts and the standardization required in the medical field, dermatome devices as well as many other medical devices are very similar in design and use. It is concluded that there is no reported fault with the product and/or instructions for use. Review product labeling and IFU: no issues discovered with the labeling or ifus. Zimmer® dermatome ii blade instruction manual indications for use: the zimmer dermatome ii blade, when used with the zimmer® dermatome ii, is intended to provide variable graft thickness and width capabilities. Description: the zimmer dermatome ii blade is a stainless steel blade attached to a molded mount. Warnings and precautions: for use only with the zimmer dermatome ii. Warning! Blade is sharp. Handle with care. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. Sterile only if package is unopened and undamaged. Zimmer¿ air dermatome instruction manual indications for use: the zimmer air dermatome is a skin grafting instrument that is intended to provide variable graft thickness and width capabilities. Warnings and precautions: to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. Warning: manual cleaning only-no automatic washing. To avoid injury, use extreme caution when handling the blade or when handling the dermatome with the blade installed. Use caution when inserting blade to avoid nicking it, which may result in an uneven cut. To avoid blade damage, place dermatome blade side up when not in use. The throttle must be in the safe position before changing blades or hoses, or when the instrument is not in use. Accidental activation of the instrument during these procedures may injure the patient or operating staff. To ensure that the instrument is in the safe position, the safety lock on the throttle should be toward the blade end of the dermatome and only the word safe should be visible. Use only zimmer dermatome blades (ref 00-8800-000-10). The zimmer dermatome blade has been specifically designed and engineered for use with the zimmer air dermatome. Other blades may not fit properly in the dermatome and may cause serious injury. Use of non-zimmer dermatome blades can cause the dermatome to take grafts deeper than what the user has selected. Zimmer¿ electric dermatome instruction manual indications for use: the zimmer electric dermatome is a skin grafting instrument that is intended to provide variable graft thickness and width capabilities. Warnings and precautions: to avoid serious injury to the patient and operating staff while the zimmer electric dermatome is in use, the user must be thoroughly familiar with its function, application, and instructions for use. Warning: manual cleaning only-no automatic washing to avoid injury, use extreme caution when handling the blade or when handling the dermatome with the blade installed. Use caution when inserting blade to avoid nicking it, which may result in an uneven cut. To avoid blade damage, place dermatome blade side up when not in use. The throttle must be in the safe position before changing blades, when connecting power to the instrument, or when the instrument is not in use. Accidental activation of the instrument during these procedures may injure the patient or operating staff. To ensure that the instrument is in the safe position, the safety lock on the throttle should be toward the blade end of the dermatome and only the word safe should be visible. Handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use. Use only zimmer dermatome blades (ref 00-8800-000-10). The zimmer dermatome blade has been specifically designed and engineered for use with the zimmer electric dermatome. Other blades may not fit properly in the dermatome and may cause serious injury. Use of non-zimmer dermatome blades can cause the dermatome to take grafts deeper than what the user has selected. Customer reported in the complaint description that they implemented training with appropriate personnel on the IFU and preparation of the dermatomes. There are no recommended actions required by zimmer surgical at this time.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation as it was disposed of by the customer. A follow up medwatch will be submitted once the investigation is complete.

Event description:
Additional information provided on jun 03, 2016 stated that the event occurred during surgery and an air dermatome was utilized. The item number of the integra blade isn't available and there are no additional details regarding the assembly of the device. There was no impact to the graft harvest, no contributing conditions related to the event and that the incorrect blade was utilized. There was no surgical delay.